Event description:
The pt was undergoing a lap prostrate procedure. It was noted that there was a spark in the plug and the insulation was cut. Therefore the pt was burned on the tip of their penis. Additionally, the account stated that the physician was beginning a laparoscopic prostatectomy on a pt when a spark was noted. This was the first time the electro-surgery unit was used. The case was completed without further incident. Ointment was applied to the burnt area and the pt is doing fine.

Event description:
The pt was undergoing a lap prostrate procedure. It was noted that there was a spark in the plug and the insulation was cut. Therefore the pt was burned on tip of penis.